Manufacturer narrative:
Result: damaged footboard controls (pcb) and cpu board.

Event description:
It was reported by service report that the footboard was not functioning. It is unknown if there was patient involvement. However, no adverse consequences were reported.